Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pulse generator in association with the transvenous right ventricular (rv) lead did exhibit a lead safety switch as well as intermittent loss of capture, leading to the patient experiencing symptoms of shortness of breath and not feeling well. Sensing was noted as occasional. Thresholds were not known at the time. Further troubleshooting was to be done.